Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device explant due to normal battery depletion, there was noise leading to inhibition of pacing on the device due to the use of electrocautery. The device was explanted and replaced successfully and the patient was stable following the procedure. There were no adverse consequences.